Event description:
Per parent, one of their safety sheets separates from the canopy side safety sheet zipper during use, resulting in their child eloping. Per parent, it only happened with one safety sheet, and the damage was noticed after the child eloped. Per parent, they have discontinued use of that safety sheet, and a padlock was in use at the time of elopement. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical provided a return shipping label to the parent for return and examination of the damaged safety sheet. Sensory medical provided a replacement safety sheet to the complainant. 241011m11 is the lot for the safety sheet. Review of manufacturing records confirmed the lot passed all in process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.